Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was unable to be removed from the patient in a normal fashion because the balloon failed to deflate. It was noted that the doctor was unable to remove the device because it seemed to be adhered to the urinary meatus. A surgeon was able to remove the device while the patient was under anesthesia.

Manufacturer narrative:
One device was used to test it and inflate some air and osmosis water and the deflate it without any abnormality. From experience, silicone balloon deflation could come from various causes. In this cases we can not identify any specific root cause as insufficient information has been provided to do so.